Event description:
After placement of an IV catheter, the attempt to connect it to a patient circuit through the catheter extension set was unsuccessful. The attempt to make this connection was stopped when it was determined that the luer lock connector on the extension set was malformed. At that point the extension set was replaced and the circuit connection was made successfully, but the patient lost blood during the initial unsuccessful connection attempt. Manufacturer response for catheter extension set, one-link (per site reporter). The manufacturer hasn't yet had an opportunity to evaluate the device.

Event description:
After placement of an IV catheter, the attempt to connect it to a patient circuit through the catheter extension set was unsuccessful. The attempt to make this connection was stopped when it was determined that the luer lock connector on the extension set was malformed. At that point, the extension set was replaced and the circuit connection was made successfully, but the patient lost blood during the initial unsuccessful connection attempt. Manufacturer response for catheter extension set, one-link (per site reporter). The manufacturer hasn't yet had an opportunity to evaluate the device.